Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead placement difficulty was encountered and high thresholds were noted. A new lead was used. This lead was abandoned and will not be returned. No adverse patient effect were reported.